Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2006, dtba2d1 crt-d, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, oversensing and short ventricular intervals and the patient received inappropriate high voltage therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced as the previously reported lead noise indicated a lead fracture.